Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Customer's father reported via phone call air bubbles anomaly on the insulin pump. Troubleshooting for air bubbles anomaly was performed. Customer advised they changed out their set and there were no more air bubbles. Customer was advised to monitor the insulin pump and call back if issues persist.